Event description:
It was reported that a pt, who had rec'd v.a.c. Therapy for a non-healing and chronic wound to the lower abdomen, was taken to the operating room for surgical exploration of the wound. On (B)(4) 2009, during surgical exploration of the wound, it was reported that a piece of foreign material, which was alleged to have been a piece of v.a.c. Foam, was noted in the wound and removed. According to the healthcare facility risk mgr, there was no wound infection and the wound was surgically closed the same day. The risk mgr reported that the pt's condition had improved upon discharge from the healthcare facility. (B)(4).

Manufacturer narrative:
The kinair medsurg was returned to kci quality engineering for eval. Eval of the device revealed evidence that scorching and melting had occurred with the kinair medsurg power cord.